Event description:
The patient was very balloon dependent. The iab was inserted into the patient on 11/27/96. There was poor inflation during iabp. After iabp for about three days, the iab leaked and the iab was removed on 11/30/96. The contact stated that the patient went on to expire from a massive mi and it was unk if the event contributed to the patient's death. On 1/20/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 12/3/96, 1/20/97. Patient's current status: expired - rpt'd 12/3/96.

Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738.